Manufacturer narrative:
Device evaluation summary: device evaluation of battery charger (B)(4) has been completed. The reported problem (display lights do not work) has been confirmed. As received, the charger would not charge. The cause of the inability to charge on is a defective power unit. The cause of the defective power unit is disconnected pins in the connector. The root cause for the disconnected pins cannot be positively identified but is likely a result of excessive force. No adverse event resulted from the defective power unit. The pt received a replacement battery charger.

Event description:
A pt service representative (psr) contacted zoll customer support while assisting a (B)(6) male pt to report that none of the display lights were working. The pt received a replacement battery charger.